Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.6 inr , retention meter and customer strips: 2.6 inr . Donor #2: retention meter and master lot strips: 3.0 inr, retention meter and customer strips: 2.9 inr. The maximum difference between measurements with the same blood sample was 3%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek inrange meter serial number (B)(4) compared to a laboratory using thromborel s sysmex cs reagent. The laboratory result was 3.48 inr and the meter result was 5.5 inr. On (B)(6) 2019, the laboratory result was 3.34 inr and the meter result was 5.6 inr. There was no allegation of an adverse event. The therapeutic range was 3-4 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.